Event description:
The complaintant reported that the inflation pressure was reading intermittently during a ptca/stent placement procedure. The connector between the monitor and the inflation syringe was corroded and worn out. They were able to use an inflation device to finish the procedure with no problems. There was no patient harm or injury.